Manufacturer narrative:
A medtronic representative went to the site to test the system. The system then passed the system checkout and was found to performed as intended. Concomitant medical products: other relevant device(s) are: product ID: 9733686, (software s7 synergy spine) serial/lot #: (B)(4), UDI#: unknown and product ID: 9733856 (s7 staff assembled 110v) serial#: (B)(4). The following codes apply to product ID: 9733856 (s7 staff assembled 110v) serial#: (B)(4). Fdm b01 fdr c19 fdc d14 the following codes apply to product ID: 9733686, (software s7 synergy spine) serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site experienced a random shutdown of the navigation system during an operation. The unit was able to be powered back on and the case was finished without issue. The representative was already onsite and was unable to replicate the issue. Both ups and battery testing passed without failure. There was no impact to the patient outcome and delay was and less than an hour.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. The following codes apply to product ID: 9733686, (software s7 synergy spine) serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.